Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). Patient came in today for an appointment to see their healthcare provider (hcp) and reported they were having a return of pain in their lower back and down into their left leg approximately to the knee. Patient states that they have been turning the stimulation up higher as needed, but does not feel like they are getting any more relief. When representative was talking to patient, patient did state that they fell approximately 2 to 3 months ago while walking their dog. Patient states since the fall they have noticed a decrease in relief with the stimulation. Today representative did an impedance check and all contacts were within normal limits. However, when representative tested stimulation, both leads were getting left-sided rib stimulation. Healthcare provider (hcp) sent patient for updated imaging. Since patient only uses stimulation on an as needed basis, patient stated they are going to leave stimulation off until updated imaging. Issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.